Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Size issue. In a total hip replacement procedure, (it was reported that the patient had fracture, and the fracture location was unknown), the surgeon found that the matched srom trial had very different sizes with the srom femoral stem. It was found the trial was in the safe area above the fracture line, while the prosthesis was close to the fracture line during implantation. Then the surgeon changed another brand of femoral stem to complete the surgery, the surgery time was extended for 40 min.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information for the event description: preoperative diagnosis: 1. Kyphosis, 2. Ankylosing spondylitis, 3. Pulmonary insufficiency, 4. Gastroesophageal disease, 5. Ankylosing spondylitis with hip involvement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary size issue. In a total hip replacement procedure (it was reported that the patient had fracture, and the fracture location was unknown), the surgeon found that the matched srom trial had very different sizes with the srom femoral stem (see the photo) . It was found the trial was in the safe area above the fracture line, while the prosthesis was close to the fracture line during implantation. Then the surgeon changed another brand of femoral stem to complete the surgery, the surgery time was extended for 40 min. The product was returned to j&j medtech orthopaedics for evaluation. Additionally, photos were provided for review. See attachment pc-(B)(4). Photos of the complaint unit were forwarded to the cpd (commercialized product development) for further assessment. Visual analysis of the returned device found that the s-rom*stm std,30 nk,12x07x115 has scratches most likely caused by the implantation attempts. The only difference between the trial and the implant is the length. Due to the design of the implant, the srom femoral stem has a distal slot that narrows as the implant sits in the bone. The trial stops before this region. A dimensional inspection was performed and the device met specifications. A manufacturing record evaluation was performed for the finished device product description: s-rom*stm std,30 nk,12x07x115 product code: 523207 lot number: 3699635 and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the s-rom*stm std,30 nk,12x07x115 would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Dwg-523206 rev. D current and manufactured. Dimensional inspection: specified dimensions device length l section = 4.66 in +/- 0.06 in device length f section = 1.90 in +/- 0.10 in neck height = .569 +/- .0150 in measured dimensions: device length l section = 4.678 in (complies) device length f section = 1.9005 in (complies) neck height = 0.5730 in (complies) device used: digimatic caliper (B)(6). Device history lot a manufacturing record evaluation was performed for the finished device product description: s-rom*stm std,30 nk,12x07x115 product code: 523207 lot number: 3699635 and no non-conformances or manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device product description: s-rom*stm std,30 nk,12x07x115 product code: 523207 lot number: 3699635 and no non-conformances or manufacturing irregularities were identified.